Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
A review of pump data by tandem technical support indicated that when the tandem-provided usb cable was plugged into the pump, the connection to the usb was intermittently lost. There was no reported adverse impact to the customer related to the reported issue. Tandem technical support sent the customer a replacement usb cable. Multiple contact attempts were made by cts to determine if the issue was resolved using a replacement usb cable; however no additional information could be obtained.